Event description:
Literature was reviewed regarding invasive and echocardiographic transvalvular mean pressure gradient measurements after transcatheter aortic valve replacement (tavr). The study population consisted of 926 patients who underwent tavr with either a balloon-expandable (be) or self-expandable (se) valve type. Of the 625 patients in the se group, 461 received a medtronic evolut r or evolut pro. Among the evolut r/pro patients, adverse outcomes included: elevated or high mean gradients, need for permanent pacemaker implantation, and aortic regurgitation/paravalvular leak (mild to moderate). The authors also observed deaths during follow-up. However, no evidence was presented to suggest a causal relationship between a medtronic product and any deaths.

Manufacturer narrative:
Citation: el-hachem g, deutsch ma, rojas s, et al. Invasive and echocardiographic mean transvalvular pressure gradients of different transcatheter aortic valve prostheses. J clin med. 2025;14(16):5875. Published 2025 aug 20. Doi:10.3390/jcm14165875 earliest date of publication used for date of event. Earliest approved evolut r/pro product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.